Event description:
Revision surgery - due to the patient complaining about pain; the surgeon removed the glenoid, humeral neck and humeral head.

Manufacturer narrative:
The reason for this revision was for patient joint pain and an exchange of parts after 2 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 878c1126. A total of 29 complaints have been submitted against this part number. Three of the complaints have been attributed to pain. The remainders of the complaints are for other issues such as instability, infection, and dislocation. The root cause for the pain was not reported. This event is deemed to be non-product related. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.